Event description:
Information was received indicating leakage occurred during administration of chemotherapy while using a smiths cadd cassette reservoirs - flow stop. There was no reported injury to the patient.